Event description:
It was reported that during an infusion of rituxan (delivery parameters and rate unk), a device alarmed upstream occlusion when no occlusion was present. Any pt injury or medical intervention is unk.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.